Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. D4: batch # 818a23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one ecr45b reload was received fully fired with the reload pan partially dislodged from the proximal end. Upon evaluation of the reload, the one-piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. Device history review: a manufacturing record evaluation was performed for the finished device batch number 818a23, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 6/12/2023 d4: batch # unk investigation summary: this is an analysis of one submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows upon visual inspection of the photo. A blue reload inside of the original packaging and one loose clip was observed inside. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that during the surgery, after fired, noted that the sled fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.